Event description:
The customer reported that the plastic tray that containing this sterile tubing set was found with the corners bent back and cracks on the upper edge, compromising the product's sterility. This damage was noticed by the facility upon inspecting the package and had no patient involvement.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the product was received and the evaluation confirmed the reported problem. A stock audit has been completed and a corrective action has been initiated. A temporary change has been made to the packaging.